Manufacturer narrative:
(B)(4). During service, an "intermittent channel a stop key " was discovered. The channel a key pad was replaced. The pump passed all functional tests and was returned to the customer.

Event description:
During initial assessment of a returned homechoice device, an increased intraperitoneal volume event was identified, which occurred on date (B)(4) 2010 during cycle 17. The ultrafiltration was 3172 milliliters (ml). The programmed fill volume was 2400ml. This event meets overfill criteria. Product surveillance contacted the nurse who confirmed that there was no injury or medical intervention associated with this report and the home patient was doing well on the new homechoice device.

Manufacturer narrative:
(B)(4).issues concerning the pumphead module keypad are currently being investigated under (B)(4).

Event description:
During service evaluation, an intermittent channel a stop key was found.uim master software versions with a software configuration number ending in 5.04.00 will be categorized as unremediated.